Event description:
On (B)(4) 2019, neotract was informed that a patient underwent a successful prostatic urethral lift (pul) procedure without complications on (B)(6) 2019. The patient later returned to the physician's office presenting symptoms of urinary urgency, frequency and abdominal pain. The patient was reported to have experienced syncope and was admitted to the hospital. A CT scan revealed a left prostatic bleed and a hematoma compressing the patient's bladder. The bleed was embolized and the patient received four units of blood and prophylactic IV antibiotics as routine standard of care. Hemoglobin during hospitalization ranged from 10-12 g/dl. No additional interventions were administered. The patient was discharged, with a catheter, after 2 days of hospitalization. The patient has a past medical history of arthritis, a neurological condition, and multiple operations to treat kidney stones.